Manufacturer narrative:
H3 other text: device has not been returned to manufacturer.

Event description:
The manufacturer became aware of a ds2adv auto CPAP device alleging symptoms of eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, lung disease, acute respiratory distress system, respiratory failure, bronchitis, and spot in lung. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow-up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received a follow-up report will be filed.

Manufacturer narrative:
In the previously submitted report the 510k number was incorrect. 510k number has been corrected in this report as k200480.